Manufacturer narrative:
Date of birth: (B)(6).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the left artery. The 80 % stenosed, 2.50mmx20mm, concentric, de novo target lesion containing <=45 degrees bend was located in the moderately tortuous and moderately calcified left circumflex artery. A 2.50x20mm synergy drug-eluting stent was advanced for treatment. However, it was noted that the segments were twisted and stacked. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the left artery. The 80 % stenosed, 2.50mmx20mm, concentric, de novo target lesion containing 45 degrees bend was located in the moderately tortuous and moderately calcified left circumflex artery. A 2.50x20mm synergy drug-eluting stent was advanced for treatment. However, it was noted that the segments were twisted and stacked. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(A2) date of birth: 1967. Device evaluated by MFR.: synergy ous mr 2.50 x 20mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of damage. The struts along the mid-section to the distal end were damaged. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and the proximal balloon cone appeared slightly relaxed. A visual examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.